Event description:
While cypher was being flushed with heparin, a leakage was observed coming from the balloon; therefore, a different cypher (size unknown) was used and the procedure was completed. There were no noted damages to the package. The product was properly removed from the package. There were no damaged noted to the product after retrieval from the package. The product was prepped according to the instruction for use. The event occurred before negative prep. There were no other anomalies noted. The concentration of heparin solution used was not indicated. The product was not clinically used; therefore, there was no injury to the patient. There was no info regarding the pt. The product will be returned for analysis.

Manufacturer narrative:
This product is available for analysis; however, it has not been received for analysis as stated. Additional information will be provided within 30 days of receipt.